Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibited noise and oversensing that resulted in one minute 47 seconds of pacing inhibition. Technical services (ts) reviewed stored episodes from device memory and noted some stored episodes with noise that was consistent with an external source and some noise that appeared consistent with oversensing of the minute ventilation feature. The minute ventilation feature was programmed off and monitoring was continued. Subsequent information was received that this device was later explanted and replaced nine months later due to a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported. The device was returned for analysis.